Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion with a longevity drop from 1.5 years to 5 months within a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting normally. The battery was outperforming the nominal model. The longevity has exceeded expectations. To date, this device remains in service. No adverse patient effects were reported. Additional information was received and it was reported that this patient with a pacemaker experienced a syncopal episode. The cause of the syncopal event was unable to be determined. It was noted this pacemaker reached elective replacement indicator (eri). Technical services (ts) analyzed the data and noted there were no out of range measurements. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.